Event description:
Event description guidant received information that this transvenous implantable lead was explanted from the right ventricle due to elevated thresholds and impedance. A new lead was successfully implanted.